Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and hypoglycemia. Blood glucose level was ranges from 700 to 60 mg/dl. Customer also had a diabetic ketoacidosis in the month of january. Customer stated he had hypoglycemia at night while sleeping. Customer mentioned that insulin pump received unexplained no delivery alarms several times. Also the insulin pump rejected new batteries. Customer had contacted second time to further troubleshooting and they stated that the insulin pump was working ok. Insulin pump will not be returned for analysis.